Manufacturer narrative:
Patient's identifier, weight and other relevant history, including preexisting medical conditions were not provided. When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.